Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. The device passed full functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical data showed no indication that the device discharged on its own. There is no evidence of button failures or button stuck messages. Each shock that was delivered was the result of a button press. It is important to note that this device is configured to be semi-automatic and therefore a shock cannot be administered without pressing the shock button. Analysis of reports of this type has not identified an increase in trend.